Manufacturer narrative:
No product discrepancies or manufacturing discrepancies were identified with the returned device. Visual indentions on the implant from the inserter suggests that there were excessive forces applied resulting from some restriction on the implant. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported, the implant broke during surgery while impacting the inserter with a mallet.